Manufacturer narrative:
Correction: this event, (B)(4) has been identified as a duplicate of (B)(4). The investigation was completed under (B)(4). Therefore, health effect - impact code 4641 was removed and medical device problem code 1142 was removed. H10 ¿ related report number added (MFR report# in h10 is the original report number and this report is a duplicate.)

Event description:
Subsequent to the initially filed report, the following additional information was received: this event is a duplicate of (B)(4).

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a stent grafting procedure. Reportedly, a cuff miss occurred as the angle was less than 45 degrees, and the needle did not engage properly. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f, and the stent grafting procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.